Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included bench testing and battery functionally testing without duplicating the malfunction. The device was recertified and returned to the customer. The battery used at the time of the reported event was not returned for evaluation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device was unable to recognize a battery was installed. Complainant indicated that there was no patient involvement in the reported malfunction.